Event description:
This companion 2 driver was not supporting a pt. The customer reported that the implant hospital had forgotten to plug in the companion 2 driver, and the internal emergency battery in the companion 2 driver was totally depleted. Even though the driver was subsequently plugged in to wall power to charge for 2.5 days, the driver exhibited an "emergency battery" alarm and the driver stopped pumping when the external batteries were removed and the power cord was removed from the wall outlet. This alleged failure mode poses a low risk to a patient because the issue was observed when the driver was not supporting a pt. In addition, the reported issue would not prevent the companion 2 driver from performing its life-sustaining functions. The companion 2 driver has redundant, alternate power sources of external batteries and wall power. The companion 2 driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a supplemental MDR.